Event description:
It was reported that upon insertion of a smiths medical portex® epidural minipack, the catheter was found to be broken after removal of the tuohy needle. It was noted that a piece of the epidural broke off inside the patient, who was being hospitalized for pregnancy delivery. Subsequently, it was required that the patient undergo surgical removal of the broken epidural catheter. The patient recovered with no further reported adverse patient effects.

Manufacturer narrative:
A smiths medical portex® epidural minipack epidural catheter was returned for investigation. Visual inspection of the device found a 13.5mm of the catheter tip missing. Under a microscope, the break area appeared to be partially cut by a sharp tool at a 45 degree angle and then torn off based on a stretched piece of material. It is most probable that the catheter was cut by the epidural tuohy needle and then torn off. This failure was simulated obtaining similar results. The IFU warns against pulling the catheter through the epidural tuohuy needle as this can result in the catheter being cut and left in the epidural space.